Event description:
Pt reported the display of the infusion device is defective and he is unable to correctly read the numbers due to missing segments. Pt started to delivery his basal rates via an insulin pen and did not experience any physiological concerns. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.